Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and would have to be charged more often. The patient underwent an ipg replacement procedure and the ipg was discarded. The patient was reprogrammed and was doing well postoperatively.